Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive during a supply change at the press-and-hold step, displaying delivery at 0.6 units and then freezing with the press-and-hold control greyed out; the screen allowed unlocking but immediately returned to the same locked press-and-hold page, and a software update prompt could be viewed but could not be initiated, consistent with a device malfunction involving the user interface and sleep/wake controls. Symptoms included no adverse clinical effects, and the user¿s blood glucose was reported at 79 mg/dl without impact. Outcomes included replacement of the pump and instructions to shut down the device, return the original unit, and continue cgm use via the dexcom app or receiver. Investigation included review of device behavior and remote troubleshooting attempts including charging and attempted software update. Investigation of this device revealed a persistent user interface freeze with an unresponsive press-and-hold function and inability to execute the software update, indicating a hardware or firmware malfunction of the pump¿s control interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction attributed to a probable hardware or firmware failure of the user interface module.